Event description:
A malfunction was reported by the customer on their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump and assisted the customer with this process. The malfunction did not recur after resetting, allowing the customer to continue using the pump, with a reminder to report back if the issue reoccurred.